Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2012 due to an unknown reason. A review of invoice history reveals that the tibial bearing, tibial tray and stem were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to infection. During the revision, the tibial bearing was removed and replaced and the joint was irrigated.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.